Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third-party testing, the device evaluation, and the legal manufacturer's final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2023 sampling from: distal end cfu: <1cfu sampling date: (B)(6) 2023 sampling from: all channels cfu: <1cfu the device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted where there was a scratch on the rubber adhesive part, probe unit damage, universal cord buckling, ultrasonic connector damage, and defective forceps riser. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device instructions for use: chapter 6 compatible reprocessing methods and chemical agents and chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. The cleaning, disinfection, and sterilization (cds) was performed by the customer. The customer confirmed that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The customer provided the cleaning, disinfection, and sterilization process stating that the automated endoscope reprocessor (aer) used was wassenburg with wassenburg detergent and endohigh disinfectant. All channels were connected with tubes when the endoscope was setting up in the aer. The concentration and expiration date of the disinfectant was controlled. The water filter was replaced periodically in accordance with the instructions for use. The device was dried by compressed filtered air and stored in a simple cabinet. Olympus is the maintenance company. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during routine microbiological testing, the evis exera ii ultrasound gastrovideoscope tested positive three times for microbiological contamination. Testing on (B)(6) 2023 detected >100 colony forming units (cfus)/endoscope of escherichia coli and brevundimonas vesicularis, testing on (B)(6) 2023 detected >100 cfu/endoscope of pseudomonas fluorescens, and testing on (B)(6) 2023 detected >100 cfu/endoscope escherichia coli and mesophilic bacillus spp. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.